Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope was noted to be missing the small piece of plastic that extends from the tip of the scope that is used to hook the balloon. There were no reports of patient harm.